Event description:
It was reported that when injecting water into the catheter, water leaked from the catheter. The duration of usage was unknown. Per additional information received from medicon on 30-oct-2018, the water leaked from the bifurcation area.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found a tear at bifurcation area which caused water to leak out. The origin of the tear could not be determined. The exact cause of the sample condition could not be determined and could not be assigned a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) patients who are or have been allergic to natural rubber latex.. (2) patients with known allergy to silver coated catheter".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when injecting water into the catheter, water leaked from the catheter. The duration of usage was unknown. Per additional information received from (B)(4) on (B)(6) 2018, the water leaked from the bifurcation area.